Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels; values were not provided. Cause of low bgs was due to customer not consuming food for the intended amount of bolus delivery and exercising more than anticipated during these events. The customer's daughter provided assistance for one of the low bg events and the customer consumed carbohydrates to address bg. A system check was performed and no pump or supply issues were identified. Recommendation was made to consult with healthcare provider regarding diabetes management.